Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a lower blood glucose (bg) level, and required assistance addressing bg level. Bg value was not provided. Additional information regarding the reported issue was not provided.